Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that the g5 application froze on (B)(6) 2016. Patient's father uninstalled and then reinstalled the application and the issue was resolved. No injury or medical intervention was reported.